Event description:
A report was received that the pt would like to be explanted, because her ipg has rotated in the pocket. The pt is unable to use the device. A date for the procedure has not yet been scheduled.